Event description:
During a knee arthroscopy procedure that the tubing set split where it inserts around the rollers in the pump split. It was reported that the irrigation fluid in use during this procedure may have become contaminated. The tubing/fluids were switched out and the procedure was completed. The patient was placed on prophylactic antibiotics.